Event description:
It was reported on or about (B)(6) 2008, the plaintiff was implanted with a monarc sling. The device was implanted with the intention of treating the plaintiff's urinary incontinence. The plaintiff has experienced incontinence, suffers pain on an ongoing basis, and cannot engage in sexual relations. The plaintiff has undergone various medical procedures in an attempt to remove the mesh. These procedures have been unsuccessful. The plaintiff has experienced significant physical, psychological, and emotional pain and suffering. She has undergone surgeries and hospitalization and has sustained permanent and debilitating injuries. The plaintiff has sustained depression and other injuries including permanent physical disability. No additional complications have been reported.

Manufacturer narrative:
Should additional information become available regarding this event it will re-evaluated and a follow-up report will be sent. Lawyer-filed-report-(B)(4).